Event description:
A nurse reported to baxter a connection issue with the titanium adapter during use. The nurse stated that the patient connector could not be connected to the catheter adapter tightly. The catheter adapter turned in the patient connector. The set had been used for 1 day. There was patient involvement, however, there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510k number. The device was not returned to baxter, precluding further device investigation. The reported issue was not confirmed. The assignable cause of the reported issue was undetermined. A batch review was not performed as the lot number was unknown.